Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned plates. Both plates show signs of attempted use including marking and scratching on the plate surface. In both cases the plates have fractured. Fracture surface analysis of 76-2601 revealed excessive smearing and faint evidence of fatigue fracture artifacts in the non-smeared regions suggesting that the plate was possibly fractured due to fatigue. Fracture surface analysis of 76-2601 revealed suspected striations suggesting that the plate was fractured due to fatigue. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6a: implanted (B)(6) 2023. D10: medical product - zimmer biomet ribfix blu 8 hole prebent plate catalog #: 76-2601 lot #: unknown. D10: therapy date - (B)(6) 2023. G2: foreign - germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00408.

Event description:
It was reported that the patient received three plates approximately seven months ago due to rib fractures sustained last year. X-rays were taken during a follow-up approximately three months post-op due to a respiratory infection at which time it was found that the 10th rib was broken. X-rays were taken again approximately five months post-op at which time it could be seen that the 9th rib was also broken in the meantime. Both fractures are far dorsal. The two fractured plates were removed approximately seven months post-op and no more were implanted as a strong scar plate had formed. It was reported that no further information is available.